Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other before the batteries were down to 25%. The patient also noted that power port one of the controller was loose between the connector and housing. Log files were sent and the controller was exchanged without consequence to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Log file analysis revealed batteries involved in these power switching events are batteries (B)(4). Values of capacity under "battery 1" or "battery 2" between 202 and 220 indicate voltage at disconnection and reconnection to the same power source. Review of the log files revealed several power switching and voltage disconnect events. These are the result of physical disconnection of the power sources as well as failure in communication between controller and batteries. However, batteries (B)(4) were not mentioned as part of the reported event and were not returned for evaluation. In the lab the controller passed all functional checks. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a substance within the controller; this substance is typically associated with the manufacturing process and not related to the loose connector. No other traces of moisture were found inside housing. A loose nut at power source one (ps1) was found. The supplier has opened an internal investigation for the loose connectors. Also, the manufacturer has opened an internal investigation for controller intermittent disconnections identified on smr-loaded controllers. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed batteries involved in these power switching events are: (B)(4). Values of capacity under "battery 1" or "battery 2" between 202 and 220 indicate voltage at disconnection and reconnection to the same power source. Review of the log files revealed several power switching and voltage disconnect events. In the lab the controller passed all functional checks. Analysis of the device revealed that the device failed visual inspection and functional testing due to a substance within the controller; this substance is typically associated with the manufacturing process and not related to the loose connector. No other traces of moisture were found inside housing. A nut at ps1 connector was found loose and the gasket was dislodged from its original position. Heartware has opened an internal investigation to evaluate anomalies of loose connectors. Controller intermittent disconnections identified on smr-loaded controllers are also being investigated. This controller received the smr upgrade. Three batteries was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the devices could not be performed since the devices were not returned for evaluation a possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30 available for eval: yes, return date: 2017-06-13, evaluated by MFR: yes, mfg date: 2014-09-19, labeled for single use: no. Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30 available for eval: yes, return date: 2017-02-07, evaluated by MFR: yes, mfg date: 2014-09-19, labeled for single use: no. Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-04-30 available for eval: yes, return date: 2017-06-13, evaluated by MFR: yes, mfg date: 2016-04-04, labeled for single use: no. It was reported that the patient was experiencing power switching events. Additionally, it was reported that the controller had a loose power port connector. The controller and three batteries were returned for evaluation. A review of the manufacturing documentation for the controller confirmed that this device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Failure analysis of (B)(4) revealed that the unit was unable to communicate with a battery charger or power a controller. Evaluation of the battery revealed an open connection within one of the wires of the output cable. The most likely root cause of this observation can be attributed to wear of the strain relief; this finding may have contributed to the reported event. Failure analysis of the controller revealed that the unit passed functional testing; the reported power switching could not be replicated during testing. Visual inspection of the controller revealed that the unit had a loose power port 1 connector with a displaced o-ring gasket. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries and/or a battery with an intermittent connection within the output cable's strain relief. The manufacturer has opened an internal investigation investigating momentary disconnection. Based on an investigation conducted, the most likely root cause of the reported loose power port connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.